Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.

Event description:
The spring plate which holds the temporary fixation pin broke off in surgery. The broken piece was removed. No additional surgery time reported.